Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt did not receive any benefit after his initial activation in (B)(6) 2010. Despite parameter changes and gain adjustments, the pt was unable to hear with the device. A replacement audio processor was shipped to the clinic to rule out external equipment problems. The surgeon had used a round window placement during implantation surgery. The pt was not included in the round window clinical trial. CT scan carried out showed that the implant was sitting in the niche but was not as tight as would allow it to be effective. Repositioning surgery was carried out on (B)(6) 2011.